Event description:
It was reported that the right atrial lead was inserted into the safe sheath but could not get past a "constricture" in the superior vena cava. The lead appeared to have a ring around the outer insulation, close to the tip of the lead, after removing it. The lead was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the outer insulation was kinked/buckled. It was noted that the connector pin bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, the lead appeared damage at implant and the lead was stretched.